Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 14jan2019. The customer troubleshot with technical support. The customer found a component (f3) blown in the power supply. The customer replaced the power supply component and found a wire was loose. The customer tightened it. The ventilator was able to pass est. The customer will perform a complete full performance verification test (pvt) and perform an extended run in cycle.

Event description:
It was reported that the ventilator during extended self test (est) the unit shut down when the blower was starting back up. No patient involvement. Event date not specified; estimate used